Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a MRI guided breast biopsy on the patient's left breast, after obtaining six samples successfully the probe allegedly produced a loud cracking noise and the distal portion including the sample aperture of the probe detached in the patient. The detached component was carefully removed with the coaxial without impact to the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual inspection: the probe was returned used. The distal portions the needle and cutter were returned detached, with the detached cutter component returned inside of the detached cannula component. Upon further inspection, the detachments were found at the weld joint. The detached cutter was returned 90% closed within the aperture. No damage was identified to the rear housing. A small piece of tissue was also found inside of the cutter. However, this tissue most likely remained due to the detached components during use, and will be considered an incidental finding. No other anomalies were noted. Scanning electron microscope (sem) analysis: the detached components were sent to (B)(4) laboratories, inc. For sem imaging of the weld surfaces. The results of the sem analysis concluded that the fractures of the cannula and cutter were the result of incomplete welding of the two halves. The fractures showed only partial penetration of the weld bead unlike exemplar welds which showed full weld penetration. X-ray: the probe was examined via x-ray imaging. The image shows both of the front stops to be intact on the front housing. Functional/performance evaluation: no functional testing performed due to sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Photo review: one electronic photo was received and reviewed. The photo shows the distal portion of a encor biopsy probe in an encor probe tray, with a tip protector in place on the probe. The aperture and distal end of the cutter are not attached to the cannula. The distal end of the aperture can be seen detached in the tray; the location of the detachment was observed to be at the weld joint between the aperture and cannula. No detached cutter segment is visible in the photo. An MRI introducer coaxial is also visible in the tray. Based on the photo returned, the detached components can be confirmed. Conclusion: based on the returned sample condition and sem analysis, the investigation is confirmed for the reported detachment as cutter and cannula were both found to be detached at their respective weld joints. Based on the evaluation results, it was determined that the reported detachment was supplier related, due to inadequate weld penetration of the components labeling review:the current instructions for use states: complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.